Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical brk-1 transseptal needle (model # unknown, lot# unknown); st. Jude medical agilis 8.5 fr sheath (model# g408318, lot # unknown). Manufacturer ref no: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure after catheter removal, effusion was noted, and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echocardiogram echo. Pericardiocentesis was performed to remove 148 cc's of fluid from the pericardium. Extended hospitalization was required as a result of the adverse event, as the physician wanted to monitor the patient to ensure complete recovery. Patient¿s outcome was improved. Patient¿s anatomy of a significantly rotated heart, was cited as a factor that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or error messages observed on any bwi product or equipment during the ablation. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and a st. Jude medical agilis 8.5 fr sheath ((B)(4)). The actual time of the injury, overall time (minutes and seconds) for ablation, noted temperature, impedance, and power at the time of the injury are unknown. The generator parameters were in power control mode at 25 watts and 20 seconds. The power did not titrate during ablation. The irrigation flow rate was set at 15ml/min. The patient received an unspecified anticoagulant during the procedure with an activated clotting time (act) of 350 seconds. The shaft proximity interference value is unknown. At times the smarttouch catheter in close proximity to another catheter, but not always. The catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit piu. The carto 3 system indicated to re-zero the catheter and recalibration was performed once during procedure, after loss of transseptal.